Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The sgc is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak requiring aspiration. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced into the anatomy. Before the clip delivery system (cds) was to be inserted, a leak was observed from sgc valve and the sgc lost fluid column. Aspiration was performed but new air was detected in the device; therefore, the sgc was removed. And replaced. A new sgc was used to complete the procedure. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated, and the reported leak issue was could not be confirmed during returned device analysis. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.